Event description:
The customer reported a vent inop condition, air valve lift off failure. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Date received by manufacturer: 01/27/2016. The reported complaint of error message vent inop 1012 was not duplicated. No fault was found on the returned blower motor controller & moog blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported a vent inop condition, air valve lift off failure. No patient involvement reported.